Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The home patient (hp) was still connected; the supply bags were empty except for solution in the heater bag only. The technical service representative (tsr) asked if any bags came undone. Per the hp the answer was no. The tsr explained the alarm and assisted the hp to clear the alarm by having the hp turn the hc off/on. The hp would finish with manual bag. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.